Manufacturer narrative:
(B)(4). A visual and microscopic examination of the device found the device was returned to the complaint investigation site with no stent attached. The stent was not returned. The balloon was found to have the stent impression on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2010. It was reported that during preparation for a stenting treatment procedure it was noticed that there was no stent mounted on the device. When the 3.50x16mm promus element stent delivery system (sds) was removed from the package it was noted that there was no stent ever attached to the sds balloon. The procedure was successfully completed by implanting another promus element stent in the left anterior descending artery (lad). No patient complications were reported and the patient's condition is stable. However, returned product analysis revealed evidence that a stent had been mounted on the device and no longer present. This product is only (B)(4) approved but it is similar to an approved us device.